Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the left master tool manipulator (mtml) for failure analysis, however, the evaluation is still in progress. Therefore, the root cause of the customer reported failure has not been determined. A follow up MDR will be submitted once the failure analysis evaluation has been completed and/or if additional information is received. The complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur, it could cause or it could cause or contribute to an adverse event.

Event description:
During a da vinci-assisted prostatectomy surgical procedure, it was initially reported that the system generated error 23025 pointing to the left master tool manipulator (mtml). An intuitive surgical, inc. (Isi) technical support engineer (tse) viewed onsite logs and confirmed the reported error 23025. Tse had the customer perform an emergency power off (epo) of the system, exercise the mtml and reseat the blue fiber cable; however, the issue persisted. The customer was asked to use the second side surgeon console (ssc) but only one was available. The surgeon decided to abort the procedure. There was no injury reported to the patient. Isi followed up with the initial reporter and obtained the following additional information; the system had also been restarted prior to contacting an isi tse. In addition to the system error, the mtml was unable to be used. A laparotomy was performed as the anastomosis was unable to be sewn laparoscopically. The procedure was completed via open surgery with a surgical delay of 2 hours. There was no adverse effect reported to the patient as a result of this issue. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The following was observed: the error 23025 was pointing to the mtml. The fse replaced the mtml to resolve the issue. Following service, the system was tested and verified as ready for use.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: d10, g4, g7, h2, h3, h6, and h10. 4307- intuitive surgical, inc. (Isi) received the master tool manipulator (mtm) involved with this complaint and completed the device evaluation. Failure analysis investigation was able to customer reported failure (i.e. Error 23025 along axis 4) during calibration. The axis 4 motor was to be replaced as a fix.